Manufacturer narrative:
(B)(4). Batch # l53l7x . The analysis results found that an atw45 device was received in good visual condition and with no reload loaded in the device. The clamping and the firing mechanism were noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not be fired over the right pedicle; may be too thick. The device worked fine on the second cut. There were no adverse consequences for the patient reported.